Event description:
The customer reported that the 9800 system failed to display an image, then requiring a re-boot. Also, there was an accompanying burning smell and a pop sound. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The battery pack was replaced. The battery and voltage were tested. The system was tested and operates as intended.